Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker replaces the battery to resolve the issue. The customer was using a battery from a third-party supplier. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's on button is not responsive. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.